Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 35. Primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.